Event description:
Specialty mattresses that should provide pressure re-distribution were found to have significant bumps at the foot of the mattress where the mattress should remain flat. Patient care and therapies are negatively impacted by these bumps in the mattress. Of the 450 new mattresses purchased, over 150 developed this problem and are considered defective. These are not able to be used.======================manufacturer response for pressure re-distribution mattress, accumax vpc surface (per site reporter)======================no replacements of defective mattresses have been made to date, despite multiple communications while still under warranty. Manufacturers response has been unacceptable.what was the original intended procedure?re-distribution of pressure on hospitalized patients to prevent pressure ulcers.device #1is this a laboratory device or laboratory test?no